Event description:
It has been reported to philips that the database is full. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips engineer inspected the system remotely and confirmed that the system indicated database full message. Review of the log files confirmed the malfunction in the ippc (image processing pc). Prior to this case, a similar issue occurred where the philips engineer resolved the issue by performing image disk reconstruction, consistency tests on the database and database repair. A recurrent failure of the hard drives was observed by the philips engineer. So, the philips field service engineer (fse) went onsite and confirmed the reported issue. The fse replaced the hard drives of the lateral ippc, reinstalled the operating system and application to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.